Event description:
It was reported by the rep that the device was used during a laparoscopic gastric bypass. It was reported the surgeon used one 512sd (stretched gasket). The outer gasket on the 512ds split and leaked. A 1seal was put over the leaking trocars. The surgeon also used one ms512. The gasket was torn and leaked carbon dioxide. It was also replaced. There was no consequence to the pt.